Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system, failed battery test and no delivery. The customer's blood glucose was 150 mg/dl at the time of the call. The customer stated the failed battery test was cleared before inserting a new battery. While troubleshooting for the no delivery the customer stated he received the compromised force sensor system alarm. He stated the insulin pump was not dropped and the drive support cap appeared intact. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was requested to be returned.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform run current test, self test, off no power test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test due to motor error alarm. The insulin pump passed idle current test. Unable to verify compromised force sensor alarm and failed battery test alarm due to motor error alarm.